Event description:
Caller reported experiencing cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and arranged for a replacement with updated software, offering training via tandem source. The customer was informed about putting the pump into storage mode before returning it and agreed to return the faulty pump within 10 days. A backup insulin pump was used to ensure continuous insulin delivery.